Manufacturer narrative:
Investigation summary: this complaint is for misidentification of staphylococcus when using phoenix panel pmic/ID-107 (catalog number 448607) batch number unknown. Customer returned panels, isolates or phoenix generated lab reports were not available for the investigation. The batch number was not provided; therefore, this complaint is unconfirmed. Complaint trending was performed, and no trends were identified associated with this defect. As no trends were identified, no corrective actions are slated at this time. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported while using the bd phoenix¿ pmic/ID-107 patient staphylococcus isolates are being misidentified. No health impact or consequence reported.

Manufacturer narrative:
D4. Medical device lot #: unknown. D4. Medical device expiration date: unknown. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA /510(k)#: k020322, k021954, k023273, k023301, k024152, k030677, k031306, k031679, k032131, k033784, k033907, k040006, k040106, k040716, k050089, k050555, k051689, k053241, k060214, k060217, k060218, k060493, k070809, k082538, k082852, and k131331. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H4. Device manufacture date: unknown.

Event description:
It was reported while using the bd phoenix¿ pmic/ID-107 patient staphylococcus isolates are being misidentified. No health impact or consequence reported.